Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implant.

Event description:
Healthcare professional reported right side exchange textured to smooth implants. A "hole" was identified in the device upon explant. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, red particles on the gel, missing a piece of shell (0-25%) and crease fold. A microscopic analysis was performed which identified: one broken sharp and stress marks, near of the broken site, this condition was called surgical impact, one opening sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on the posterior assessed as surgical impact. - missing shell due to inconclusive. - one sharp opening on the posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: g.3, h.3., h.6.

Event description:
Healthcare professional reported right side exchange textured to smooth implants. A "hole" was identified in the device upon explant. The device has been explanted.